Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. The manufacturer's field service engineer confirmed the reported alarm issue. The remote alarm jack on the esprit was very loose. The manufacturer¿s field service engineer (fse) replaced the defective main board to address the reported problem. The unit passed est and the required performance verification test successfully.

Event description:
The unit did not work properly with the nurse call remote alarm system. There was no patient involvement.